Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one 7.0 x 60mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) middle third to sfa distal third segment in the left leg. An antegrade approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2023, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening of the pre-existing condition. It was reported as target lesion related. The patient attended clinic with left leg extremity (lle) claudication. The left sfa to the popliteal segment was treated with angioplasty and laser atherectomy. The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.3. Was updated to reflect the date of onset 20-dec-22, section b.5. Was updated to reflect the date of onset, the distal target lesion segment update and the contralateral approach used, section d.3. And g.1 were updated to reflect veryan's address, and sections g.6. And h.2. Were updated to reflect the report type (follow-up 01) and reason and section h.11. Was updated to reflect the sections of this report that were updated.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one 7.0 x 60mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) middle third segment in the left leg. A contralateral approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The treated segment was post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. It was reported as not related to the device and not related to the procedure but due to a worsening of the pre-existing condition. It was reported as target lesion-related. The patient attended clinic with left leg extremity (lle) claudication. The left sfa to the popliteal segment was treated with angioplasty and laser atherectomy. The patient outcome was reported as resolved/recovered and the device remains implanted. The event was reviewed by veryan on (B)(6) 2023 and considered possibly related to the device. Additional information was provided by the site on (B)(6) 2024 where the date of onset and the distal segment of the target lesion as well as the approach used at the index procedure were updated.